Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of the screen blacking out though it was noted as an intermittent issue and that its fans were still on. The micro processing unit was replaced to resolve. It was further noted that the system fan was noisy and it was also replaced. The hard drive was reimaged and the software reloaded and the device passed all functional and systems tests.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a training session the programmer's screen "blacked out". It was noted in follow-up that following a programmer restart the screen remained black. The programmer was changed out and returned to service. There was no patient involvement.